Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein patient¿s ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery on (B)(6) 2020 wherein the ipg was not placed into surgery mode. Manufacturer's representative was unable to recover the ipg using clinician programmer.